Event description:
A right coronary artery that was 100% chronically occluded, was pre-dilated with an unknown size ptca balloon. Four stents were then successfully deployed in the artery. One of the stents deployed was a 3.5mm diameter by 24mm length s670 over-the-wire stent. The remaining stents deployed were made by another MFR. After the deployment of the four stents, a fifth stent (another s670 stent) was inserted in the proximal end of the artery. The perforation was immediately treated with ptca balloon inflations. Subsequently, the pt remained symptomatic and a pericardiocentesis was performed. The pt became more stabilized and was then sent to surgery for repair of the artery. The pt was reported to have made it through surgery fine, however pt developed complications post surgery that required further intervention. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility. Separate medwatch reports have been submitted for each medtronic ave device related to this event.